Event description:
A report was received that the patient¿s ipg was no longer charging and non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the battery not holding a charge. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was no longer charging and non-functional. The patient will undergo a revision procedure.